Event description:
It was reported that post a stenting treatment procedure, stent fracture occurred. In (B)(6) 2012, a target lesion located in the highly calcified proximal superficial femoral artery (sfa) was treated with pre-dilatation and placement of a 6 x 200 mm innova stent. The stent was considered to be correctly placed. In (B)(6) 2013, during an intervention crossover in the popliteal artery, the physician discovered the previously implanted innova stent was broken into three pieces. There had been no stent movement. The broken stent was treated with balloon angioplasty and placement of a non-bsc stent. No further patient complications were reported and the patient's status is stable. This product is only ous approved but it is similar to an approved us device.

Manufacturer narrative:
Date of birth: (B)(6). (B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).